Event description:
The (B)(6) did an emg exam to legs, the pts muscle was quite hard. When the doctor decided to remove the needle to be repositioned, she saw that the needle-tip was detached from the needle hub. It was not possible to remove the needle-tip manually. After a minor surgery the needle was successfully removed without further injury.

Manufacturer narrative:
The hub-part of the device was returned by the customer for examination. The part inspected by microscopy showed that the cannula (needle-part) was broken at the edge of hub and there were stress marks around the needle crimp area, indicating that the needle (cannula) has been bent in wide angle at opposite direction. We have reviewed the production records and did not find any abnormality during production. The review of 10 retention samples including the lot involved to not have any stress marks. At simulation experiments it has been demonstrated that bending the needle at angles around 40 degree and around 70 degree will not cause the needle to break even after 70 or 30 times of bending in opposite directions, respectively. We conclude that the cause of the tip broke off is due to multiple wide angle bending. Our needles meet (B)(6) bending force requirements, during normal usage, there is no danger that the needle will break because they are designed to withstand many times of bending within the flexible limit.